Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s swelling of a pre-existing inguinal hernia. At the time of this clinical investigation, the patient has not required repair. However, the patient required a change in the pd prescription. Currently, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. Hernia is a well-documented potential complication in pd patient¿s due to expected increased intra-abdominal pressure from the dialysate during pd treatment. Additionally, pre-existing hernias can be exacerbated due to the physiological effects of pd therapy. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the swelling of the hernia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a patient had a possible hernia and requested assistance with lowering the fill volume settings on the cycler. There were no reported allegations that the hernia was related to any issues with fresenius products. Additionally, there were no recorded injures during the initial call. In additional follow-up, the patient¿s pd nurse reported that the patient had a pre-existing inguinal hernia. The patient noticed a bulge (swelling) of the inguinal hernia. The patient did not have any reported abdominal pain. The nurse stated the patient's hernia did not require any medical intervention (and has not been repaired in the time follow-up was completed). It was reported the patient will have the hernia evaluated in a future scheduled appointment. Per the nurse, the patient was prescribed a 2000 ml fill with 1.5% pd solution via tidal pd treatments with the fresenius cycler. The patent did have left over pd solution in the abdomen (which was expected). There were no reported malfunctions with the fresenius cycler or any other fresenius products in relation to the hernia. The nurse stated the pd solution in the patient¿s abdomen is suspected to have caused the hernia to be more pronounced. The nurse stated the patient continues pd treatment on the same cycler using a lower prescribed fill volume of 1800 ml and no longer does tidal pd treatments. No further adverse events were reported.